Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plants investigations. Medical records were provided and have been reviewed by post market clinic staff. Based on the 7 pages of medical records information and a review of the documentation in the fresenius pilgrim system, it appears that on (B)(6) 2014, the patient was hospitalized for acute congestive heart failure and alleged drain complications reported by the pdrn resulting in the patient having breathing difficulties. There was no information in the patient's medical record regarding his hospital course for congestive failure, or the cause and treatment of the alleged drain complication. The patient has a history of acute congestive heart failure and cardiomyopathy. The patient's cycler was replaced on (B)(6) 2014 per the pdrn's request. There is no history of specific malfunction or the product being out of specifications. It is undetermined if there is a reasonable causal relationship between the event and the liberty cycler. The patient's acute congestive heart failure was most likely secondary to the inability to drain his pd fluid. Manual drainage could have been performed if the catheter worked property. There was no data provided from the patient's original cycler.

Event description:
On (B)(6) 2014, the peritoneal dialysis (pd) rn requested a cycler replacement and reported tha the patient had to be hospitalized due t, "not breathing well." The pd rn also stated that the patient admitted due to drain complications. She was not able to confirm if the complications were related to the patient's pd catheter. The patient's medical records indicate that he was admitted to the hospital on (B)(6) 2014 due to acute congestive heart failure with a secondary urgency. There was no documentation of the patient's hospital course provided in the medical records. He was discharged from the hospital on (B)(6) 2014.